Event description:
Consumer called to report pt passing out in school and requiring medical assistance from the emt. Is unable to correlate their needing emergency medical assistance with the meter, however, believes the meter was giving erroneous results and may have played a role.